Manufacturer narrative:
The customer's complaint was verified. Isolated to the lcd pcb. The lcd pcb was replaced.

Event description:
The unit was returned to covidien service ctr with the fault display, crt/lcd - defective display. Covidien service ctr found that the unit had missing segments in the display. No pt harm was reported.